Manufacturer narrative:
Remote support was provided, finding the units display is not working correctly the touch screen function is off even after calibration. The device was returned to philips for bench repair. The bench engineer confirmed the unit's display touch is not working correctly, even after calibration. Based on the information available and the testing performed, the source of the reported problem is the display assembly. The display assembly was replaced, resolving the touchscreen issue. The unit was returned to the customer site. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips the screen won't come on.